Event description:
It was reported that the insulin pump reset the time and date with every battery replacement. The customer stated that there was no alarm which sounded, such as the battery out limit, which warned him of this anomaly. He stated that the insulin pump would erase the time and date settings even if the battery had been out of the insulin pump for 1 second. He stated that the basal and bolus settings remained, but the time and date would reset, and he would have to reprime the insulin pump. He was advised that the issue may have been related to the internal battery and was advised that the device be replaced. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.